Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a faulty transistor on the pace/defib (pd) engine board which caused a fuse to blow on the ac charger. The pace/defib engine board and analog board will be replaced to resolve the report once the repair estimate has been approved. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.